Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer's pump was under warranty, and tandem technical support decided to replace the pump. The customer did not have a backup therapy available and was advised to contact their healthcare provider. Technical support provided instructions for putting the pump into storage mode and arranged for a replacement pump to be sent without the need for a delivery signature. Customer acknowledged the need to return the problematic pump within 10 days using a provided return box and pre-paid label.